Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pace/sense (p/s) portion had high impedances and no capture at 5v. The p/s portion was capped and replaced. No patient complications have been reported as a result of this event.